Event description:
There was an allegation of questionable glucose results from accu-chek inform ii meter, serial number (B)(4), for 2 patients. Patient a: at 5:55 am the meter result was 229 mg/dl. At 5:59 am the meter result was 61 mg/dl. A different inform ii meter (serial number is unknown) was used to obtain a result of 105 mg/dl. The time this result was obtained was unknown. The result of 105 mg/dl was believed to be correct. Patient b: on (B)(6) 2022 at 4:12 pm the meter result was 457 mg/dl. At 4:16 pm the meter result was > 600 mg/dl (hi). At 4:54 pm the laboratory result was 281 mg/dl. The laboratory result was believed to be correct.

Manufacturer narrative:
The test strips were requested for investigation, however, the strips are not available to be returned. The product is not expected for return. If the product is returned in the future, a follow-up report will be submitted. On a regular basis accu-chek inform strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection.